Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: kwp, mnh, mni device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a posterior cervical spine case performed on (B)(6) 2018, while the surgeon was trying to use the occipital plate on the patient, it got broken and they had to use another plate to finish the spine cervical case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: UDI. Additional narrative: lot number. A device history record review was performed for the subject device: part number: 04.161.011. Synthes lot number: l262516. Release to warehouse date: 04.jan.2017. Manufacturing site: mezzovico. No nonconformance (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed for the subject device: we have received the part for investigation, upon visual inspection of the complaint device it can be seen, that the part is broken through the middle, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 9 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in january 2017. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During investigation the thickness 2.00 +/-0.10mm and width 23.00 +/-0.20mm got measured with the calliper 3-01-19309 (drawing 04_161_011_1_), the measure result is within accuracy (1.99mm/22.99mm). Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide, which states: ¿notes: - extreme bending over the rod attachment body travel slot will limit the amount of medial/lateral adjustment in the rod attachment body. - extreme bending over the screw holes will limit the ability to insert the screw properly. Warning: reverse bending of the plates should not be attempted). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.